Manufacturer narrative:
As a result of a letter from FDA dated 2/20/1998, this report was reviewed. It was determined on reviewing the device brand name identifier was incorrectly stated. This correction has been noted on section d.1.